Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a ventilator service required error occurred. There was no patient injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report it was reported that the manufacturer received information alleging that a ventilator service required error occurred. There was no patient injury reported. During the device evaluation the reported error was confirmed. The device powered on and operated , as it should. The inlet air path assembly and removable air path foam was reported per remediation. The internal battery was replaced at no cost. Replacing the internal battery cleared the error codes. The customer requested no repairs be done at this time, and no repairs were made to the unit. The device passed all testing.